Event description:
It was reported that a one-link y-type intravenous catheter extension set experienced a 'complete occlusion'. The user primed one side of the y-site, with normal saline, without issues. However, the second side would not flush with the total parenteral nutrition. The user removed the adapter and found that the y-set still could not be primed. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and evaluated. Visual inspection noted no obvious defects related to the reported condition. Clear passage testing revealed a block in the male luer component. The obstruction was caused by a tip of a microclave device that had was inside the component. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.